Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Event description:
Boston scientific crm received information that this device indicated 3.5 years remaining and the gas gauge was in the 10 o'clock position. After lead impedance measurement testing, the device indicated 5 years remaining and the gas gauge was in the 12 o'clock position. Lead impedances were really good, but had improved since last check.